Event description:
Reporter alleged obtaining a discrepant blood glucose value of 233 mg/dl back to back with a result of 106 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that she obtained an additional comparison of 512 mg/dl back to back with a result of 150 mg/dl within 10 minutes on the same system. Reporter stated she was able to self-treat herself as she felt dizzy with the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.